Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician performed the transeptal crossing with the versa cross connect system and the was. It was noted that the physician declined to check for thrombus prior to the transeptal puncture. After the transeptal crossing, it was observed via intracardiac echo (ice) that the smoke was becoming more organized, and a thrombus was noted to have formed in the distal appendage. The physician continued with the procedure. The closure device was successfully implanted, and extra heparin was administered. Post release the thrombus was found to have become trapped behind the device with no leak in any angle. There was no intervention required and no patient complications reported.